Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this patient presented to to the hospital with palpitations. Upon investigation, oversensing was noted. The patient's underlying rhythm came through at 50 bpm. No adverse patient effects were noted.